Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the doctor attempted to place lead tails in new battery. One tail (8-15) would not go into the 8-15 battery port. The doctor tried to switch the tails to the opposite ports and neither tail would then go into either port. The tails of the lead did not look damaged in any way. After several attempts the rep and hcp opened a second battery. Neither lead tail would go into the ports of the second battery. One tail was able to go into the 8-15 port, however not all the way in. At this point the tails of the lead had definitely become damaged from repeated attempts to insert into the new battery. The rep asked the doctor not to attempt forcing the leads into the battery because they didn't want the lead to become damaged. He continued to try a few more times. The doctor then decided he would need to do a lead replacement at a later date. He put one lead tail in the 8-15 port of the battery and he plugged the other 0-7 port. The doctor will be doing a lead replacement on (B)(6) 2017. It was initially thought that there was an issue with the inside of the battery port as to why the lead tail would not fully insert into the battery therefore a second battery was opened and insertion was also not possible. Even though the lead tails were not damaged initially they became damaged after the doctor repeatedly tried to force the leads into the second battery. The issue was not resolved at the time of this event. No patient injury occurred. Surgical intervention occurred and another is planned. No further patient symptoms or complications were reported in this event. [Refer to manufacturer report 3004209178-2017-23291 for details pertaining to the reportable related event.]

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported initially it was not determined because there did not appear to be anything wrong with the lead tail to prevent it from going into a battery port however, after the physician made multiple attempts to insert lead tail into battery port, the lead tails became visibly damaged. The lead replacement resolved the issue. The patient was programmed after surgery. No further complications were reported.

Manufacturer narrative:
Correction to aware date of report 3004209178-2017-23293, follow-up 1, correct date is (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, (B)(4), analysis found no anomalies as the device passed all functional testing. If information is provided in the future, a supplemental report will be issued.